Event description:
Patient revised for second time on (B)(6) 2020 due to ongoing dislocations from a fall prior to the first revision on (B)(6) 2020 (previously reported). Primary surgery occurred (B)(6) 2020. Surgeon explanted the 135/145 36/+9 stability humeral cup and 36mm centered glenosphere with screw. He then implanted a 40mm eccentric glenosphere with screw, 40/+3 stability humeral cup, and 135/145 reversed adapter for an extra +9mm of spacing.